Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, review of the documentation does not provide insight into the root cause of the reported pe insert post breakage. Trauma, impingement and hyperflexion are known contributing factors to post deformation and/or breakage. The reported symptoms (pain, instability/laxity) and intra-operative findings of arthrofibrosis and osteocartilaginous parapatellar fragments are most likely due to continued ambulation and delayed surgical intervention after the initial onset of symptoms. The patient impact beyond the reported ¿mild laxity¿, pain, popping and revision/insert exchange with an expected brief post-operative convalescence period cannot be determined. No further medical assessment can be rendered at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that the polyethylene device broke inside the patient due to unknown reasons, on (B)(6) 2017 the patient required intervention to remove fragments.